Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with vancomycin 1gm (route not reported, "start dose") and amikacin 100 mg (route not reported, "start dose") followed by imipenem 500 mg (one bag /day) and amikacin 50mg (one bag/day). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10. B5: upon follow-up, it was reported that treatment with injection imipenem (500mg once daily intraperitoneal) was discontinued after three days. The cause of the peritonitis was unknown. On the same day as the peritonitis diagnosis, the patient was hospitalized for peritonitis. Pd was ongoing. At the time of this report, the patient is recovering from peritonitis. The patient was discharged 4 days after hospital admission. Should additional relevant information become available, a supplemental report will be submitted.